Manufacturer narrative:
Add'l info will be provided once the investigation is complete.

Event description:
It was reported that during a procedure, the sutures detached from the anchors when pulled by the surgeon. It was further reported that the anchors stayed implanted and the surgeon inserted 2 add'l anchors to ensure that the fixation was secure.